Event description:
It was reported to st. Jude medical the in 2004, during the change out of an ICD, the lead was tested with a pacing system analyzer and good measurements were received. The new device was connected and an induction test was conducted using the shock on t method with 20 j. The therapy was unsuccessful and the pt had to be externally rescued. Further investigaton revealed an anomalous lead. The physician elected to cap the lead due to the pt's condition.